Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. Upon inserting the new battery pack, the customer reported a burnt smell. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Manufacturer narrative:
Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Evaluation confirmed that a component had sustained damage attributed to the device experiencing a drop or significant impact.